Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively the right atrial (ra) and his bundle leads had dislodged. It was also reported that the helix was extended on the right atrial (ra) lead. The leads were repositioned and remains in use. No patient complications have been reported as a result of this event.